Event description:
Reporter indicated that pt is experiencing irritation in chest wound with small red bumps that look like pus pockets on incision. Pt was seen by neurologist who did not believe that infection was present, but did think that the device had moved. The pt's family member reported that the generator area felt flat before, but that now they can feel the edge of the device. Physician scheduled exploratory surgery during which it was determined that there was an infection of the infraclavicular pocket area. The infection was treated with antibiotics and explant of pulse generator and lead (leaving electrodes).